Manufacturer narrative:
Additional information has been requested but not yet provided.

Event description:
It was reported the patient passed away in the hospital the day after implant. It was also reported the patient was stable after the implant procedure. The physician does not allege the device contributed to the patient's death but has requested device analysis. The cause of death is unavailable.

Event description:
Related manufacturer reference number: 2017865-2019-13335.

Manufacturer narrative:
Pacer was received in normal condition with battery voltage at near beginning-of-life (bol). Electrical and mechanical tests indicated normal pacer functionality. Output verification was performed with normal test results. There were no device anomalies found that would have contributed to any potential issue in the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2019-13335.